Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive single-site permanent cautery hook instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. After visual inspection, the instrument was found to have main tube damaged insulation near the distal end. No damage was found on components adjacent to the main tube. The probable root cause is attributed to unintentional instrument-to-instrument contact caused by inadequate control of the robotic arm during energized use, leading to insulation damage on the cautery hook¿s main tube.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the single-site permanent cautery hook instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the single-site permanent cautery hook instrument was found to have a broken tip during uterus traction. The shaft of the instrument was exposed to bipolar energy and the black part at the end of the shaft came off. There is no report of detachment and no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that arcing was observed and ground from the instrument shaft. At the time of the event, the instrument tip(s) were not in contact with tissue and the fenestrated bipolar forceps instrument was also in use. The patient has not returned to the hospital. There was no piece or material missing at a portion of the device that enters the patient (distal end). The instrument tip was still attached.